Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to the 510k number. Device evaluation: the touchframe printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned board shows areas of contamination evident on the pcb. He pcb was attached to the failure investigation (f.I) test ventilator and the unit powered up normally and no errors were recorded in the diagnostic logs. The unit failed the extended self test (est). Because of the contamination on the pcb, several tracks were corroded and had become an open circuit. A design improvement to the 840 gui bezel was initiated on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, the ventilator generated a block screen error. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and found a related error code in the diagnostic log. The touchscreen printed circuit board (pcb) was replaced. The ventilator passed all testing and operated with the manufacturing specifications.